Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs for evaluation. Bd received two photographs which displayed the product top web label information. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that mixed product was found during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "it was reported that the needle insertion was painful to the patient. Additionally, it was reported that the needles are too long. Event description per email states: I am forwarding a complaint that I received yesterday. I was visiting my husband's aunt yesterday; she is in hospital. Of course, while there I found myself checking out the devices being used and found some bd products : ) while speaking with my husband;s aunt, she said that the needles they are using were hurting her; so I asked her nurse what was in use, hoping that they would not be bd products. They were, and so I took a couple of pictures which should capture the product #, not sure about the lot. The nurse, stated that they are hearing complaints about painful needles with this product. She also commented that the needles are too long. I took the pics while there; did not request a sample back since the issue communicated is that the painful needles have been across the board for this sku. My husband's aunt was in a great deal of pain and had emergency surgery, not related to our product at all, after we left. I got as much info as was appropriate given her condition and the care that the nurse needed to provide. I did not want to question too much in front of our aunt; she needs to feel comfortable that she is in good hands and getting the best care possible. One question that crossed my mind was if the product being used is the most appropriate. My husband's aunt is a tough lady; not a complaining type. Pictures, but the text cannot be read to be able to populate the catalog#."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product was found during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "it was reported that the needle insertion was painful to the patient. Additionally, it was reported that the needles are too long. Event description per email states: I am forwarding a complaint that I received yesterday. I was visiting my husband's aunt yesterday; she is in hospital. Of course, while there I found myself checking out the devices being used and found some bd products : ) while speaking with my husband's aunt, she said that the needles they are using were hurting her; so I asked her nurse what was in use, hoping that they would not be bd products. They were, and so I took a couple of pictures which should capture the product #, not sure about the lot. The nurse, stated that they are hearing complaints about painful needles with this product. She also commented that the needles are too long. I took the pics while there; did not request a sample back since the issue communicated is that the painful needles have been across the board for this sku. My husband's aunt was in a great deal of pain and had emergency surgery, not related to our product at all, after we left. I got as much info as was appropriate given her condition and the care that the nurse needed to provide. I did not want to question too much in front of our aunt; she needs to feel comfortable that she is in good hands and getting the best care possible. One question that crossed my mind was if the product being used is the most appropriate. My husband's aunt is a tough lady; not a complaining type. Pictures, but the text cannot be read to be able to populate the catalog#."